Manufacturer narrative:
It was determined that this case was caused by user error. It was reported that the examination was delayed by more than an hour from the scheduled time and the magnetic material check was forgotten. The user acknowledges negligence, and the reported event is not attributed to the device. The facility has magnetic field caution signs posted. There are cautionary notes and a description of measures at the time of suction in the provided operation manual.

Event description:
It was reported that a radiology technician suffered lacerations to his left fingers. Prior to an MRI scan the technician and patient entered the room with an IV stand (magnetic material). The patient was asked to sit on the bed and IV stand was placed next it. The IV stand then approached the magnet and was attached to the bottom of the gantry. After being attached, the IV stand moved further towards the center of the gantry. The radiology technician was injured when he tried to hold down the IV stand. The laceration of the index and middle fingers of the radiology technician's left hand were each treated with 2 stitches.